Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106896. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation; in lieu of the affected device, visual inspection was performed on the available retention samples for this lot. Observation of the retention samples did not find any additional instances of corrosion. Based on our evaluation of these samples and the information provided in the description of events, our engineers believe that the root cause for this issue is related to the storage and transportation environment. Exposure to excess heat or moisture can result in accelerated aging of the device. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system heparin cap was damaged. This was discovered before use. The following information was provided by the initial reporter: at 10 o 'clock, on the morning of (B)(6) 2020, the nurse was giving an infusion to a patient with cholecystolithione. During the infusion, the nurse found that the heparin cap of the closed intravenous indwelling needle was aged and cracked and could not be used. The indwered needle was immediately replaced, and the patient was given another infusion at 10:10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system heparin cap was damaged. This was discovered before use. The following information was provided by the initial reporter: at 10 o 'clock, on the morning of (B)(6) 2020, the nurse was giving an infusion to a patient with cholecystolithione. During the infusion, the nurse found that the heparin cap of the closed intravenous indwelling needle was aged and cracked and could not be used. The indwered needle was immediately replaced, and the patient was given another infusion at 10:10.